Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour¿ ureteral stent was implanted in the ureter in (B)(6) 2017 (exact date unknown). According to the complainant, in (B)(6) 2017 the stent was found calcified and was still able to drain. The calcification made the stent difficult to remove. The physician was able to remove the entire stent using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.